Event description:
An optometrist reported that approximately two months following bilateral lasik surgery, the patient presented with transient light sensitivity in both eyes. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).